Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3677 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after the patient was diagnosed with brain stem glioma radiotherapy and chemotherapy, a PICC catheter was placed. On 4.13, nurse found that the catheter was close to the extension tube when the catheter was infused and was leaking. Immediately reported to the head nurse that the PICC catheter was ruptured. After trimming the end of the catheter, continue to use it and explain to the patient; continue to apply the patient without prosecution, reducing the cost of trimming the catheter.